Event description:
It was reported that revision surgery was performed due to pain and an adverse reaction to metal debris. Elevated cobalt and chromium levels and a possible soft tissue reaction reported. From the information provided, it is believed that the femoral stem remains implanted.